Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 564mg/dl and that the insulin pump was damaged. The customer treated with manual injection. Customer declined troubleshooting for high blood readings. The customer was assisted with damage troubleshooting. The customer's blood glucose level at the time of incident was unknown. Customer stated that there was cracked with pieces on the reservoir compartment area. Customer stated that the insulin pump was dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self- test, off no power test, error test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip.